Manufacturer narrative:
As per information from the field, the active electrode migrated partially out of cochlea post-operatively. An infection at the implant site is also reported, however not described in detail. It was tried to treat the infection medically, but it was not successful. A contribution of the infection to the electrode migration cannot be excluded. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. Further, impedance fluctuations were seen in the apical part of the electrode. These fluctuations might be related to physiological changes in the cochlea. The device has been explanted however, the explanted device has not been returned for investigation yet.

Event description:
The user reported reduced auditory performance and suffers from a recurrent ear discharge, first reported in october 2018. The user had good listening until the time of infection and developed speech. The user has been explanted on(B)(6), 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported reduced auditory performance and suffers from a recurrent ear discharge, first reported in (B)(6) 2018. The device will be explanted as it is suspected that the implant is not allowing the infection to subside. The user had good listening until the time of infection and developed speech. Explantation is scheduled for (B)(6) 2019.